Event description:
The customer reported that during surgery, the surgeon attempted to insert the intramedullary plug prior to stem insertion. The customer further reported that as the surgeon removed the introducer, he found that the plug had broken. The surgeon was able to remove all the broken pieces before proceeding. No adverse consequences were reported.

Event description:
The customer reported that during surgery, the surgeon attempted to insert the intramedullary plug prior to stem insertion. The customer further reported that as the surgeon removed the introducer, he found that the plug had broken. The surgeon was able to remove all the broken pieces before proceeding. No adverse consequences were reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was not confirmed. The exact cause of the event could not be determined because an examination of the reported device is needed in order to complete the investigation for determining root cause.